Manufacturer narrative:
Review of the manufacturing records support that there were no non-conformance noted for any reason during the manufacturing of this device and the monitor met all specifications prior to release. A review of the service history supports that there have been no prior issues requiring servicing prior to this report. Evaluation of the returned device was unable to detect any failure of the device to perform as expected. Additionally, the associated 70cc2 cable which was exempted as suspect, was received and tested together with the monitor. No issues were observed for either device. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected; the monitor performed as expected. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The monitor is expected to be returned for evaluation; however, at the time of this report the device has not yet been returned. A supplemental report will be submitted to communicate the evaluation, device history record review and investigation results.

Event description:
It was reported that during use of a vigilance ii monitor, hemodynamic values failed to display and/or intermittently displayed values were deemed incorrect with no alarm or error messages being observed. The ¿incorrect¿ values were not provided and the significance of ¿incorrect¿ was unable to be ascertained. Trouble-shooting to resolve the issue was performed and the monitor was exchanged, keeping the same cable and swan-ganz catheter (as both were deemed to be functioning as expected). Exchanging the monitor resolved the issue while exempting the catheter and cable as contributors to the event. The patient was not treated based on the suspect values and no patient compromise was noted for any reason. Although requested, no additional information was forthcoming, as the biomedical representative was not present when the issue occurred, the physician involved was not available and no other staff members were able to provide additional information. Patient demographics were not provided per hospital policy which states that patient information is confidential and cannot be disclosed, as stipulated by privacy law(s).